Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number: (B)(4). The reported events of bleb-related issues and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. The following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported high intraocular pressure of a left eye. During a scheduled bleb revision, the physician noticed there was zero flow from the ac to the sub conjunctival space. Xen was explanted and replaced with another xen. The reported events have been resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Lot number 61580. The gel stent was inspected under magnification. Results showed that the gel stent was within the specification for length and outside diameter, and there was no visual evidence of damage or occlusion. The reported issue of the gel stent could not be confirmed.

Event description:
Healthcare professional reported high intraocular pressure of a left eye. During a scheduled bleb revision, the physician noticed there was zero flow from the ac to the sub conjunctival space. Xen was explanted and replaced with another xen. The reported events have been resolved.